Event description:
It was reported that on (B)(6), during a selenia dimensions procedure an uncommanded c-arm motion was observed. No patient nor staff injury reported. A field engineer examined the equipment and determined that the c-arm rotation rocker switch was defective. The c-arm rotation rocker switch was replaced and the system passed all tests and meets the manufacturers specifications. No other information available.

Manufacturer narrative:
D.4: unique device identifier (UDI): (B)(4). System product code: sdm-sys-6000-3d. Serial number: (B)(6). System manufacture date: 12/13/2017. System installation date: 12/28/2017. A device history record review is not required as a review of the complaint history for (B)(6) showed the rotary switch was replaced 1055 days prior. The customer reported that the lever to rotate the c-arm was not working therefore, the field engineer replaced the rotary switch and confirmed the system was performing as intended. Rotary switch investigation: the returned rotary switch was 1055 days old prior to replacement. A visual inspection of the rotary switch indicated no visual abnormalities. The returned rotary switch was installed on a working gantry (serial number: (B)(6)). The switch was able to rotate the c-arm without any issues and did not show any signs of sticking. However, the switch turning motion was rough when compared to a new switch. The rotary switch was disassembled, and no issues were noted with the internal components. A CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended.